Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the upper, middle, and lower abdomen on (B)(6) 2021 using the cooladvantage, coolcore and started experiencing possible paradoxical adipose hyperplasia to the upper abdomen.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the upper, middle, and lower abdomen on (B)(6) 2020 using the cooladvantage, coolcore and started experiencing possible paradoxical adipose hyperplasia to the upper abdomen.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the upper, middle, and lower abdomen on (B)(6) 2020 using the cooladvantage, coolcore and started experiencing possible paradoxical adipose hyperplasia to the upper abdomen.